Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states that the following results were allegedly obtained on a patient with an inform meter within 10 minutes: 182 mg/dl and 72 mg/dl. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips are not available for return. Replacement was sent.